Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left-mentor smooth round moderate plus profile 600cc saline breast implants, catalog number 3502600, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a breast augmentation revision with mentor smooth round moderate plus profile 600cc saline breast implants which the right side deflated after implantation. The issue was noticed by the patient. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
New information received on 8/22/2019, indicated that the left implant (serial number (B)(4) was deflated not the right side as it was reported initially. As a result patient underwent bilateral removal and replacement with another saline implants on (B)(6) 2019. Concomitant product from l) 3502600 6794514-031 to r) 3502600 6794514-027. On (B)(6) 2019, suspect device was received. Device evaluation completed on (B)(6) 2019: the analysis results show that the device appeared intact. Leak testing revealed there was leakage from the valve. The analysis was unable to determine the root cause for the leaking valve. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).